Event description:
It was reported by the patient to feel a "ticking sensation" near the device when lying down to sleep at night and it had happened three nights in a row. A remote follow-up for the system showed everything seemed ok. The device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.